Event description:
It was reported to boston scientific corporation that a wallflex partially covered esophageal stent was implanted to treat a stenosis within the esophagus on (B)(6) 2010. According to the complainant, after deploying the stent, the physician noticed that it was deployed a few centimeters further than intended. The physician attempted to pull the stent backwards by using a forcep to grasp the suture; however, the suture knot began to unravel, forcing the physician to leave the stent in place. Three days later, on (B)(6) the physician implanted an ultraflex stent proximal to this wallflex. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) - additional non-surgical tretment requried. Suture break. Since the complaint device was implanted, it will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex partially covered esophageal stent was implanted to treat a stenosis within the esophagus on (B)(6), 2010. According to the complainant, after deploying the stent, the physician noticed that it was deployed a few centimeters further than intended. The physician attempted to pull the stent backwards by using a forcep to grasp the suture; however, the suture knot began to unravel, forcing the physician to leave the stent in place. Three days later, on (B)(6), the physician implanted an ultraflex stent proximal to this wallflex. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on august 5, 2010: the stent was implanted to treat a malignant stricture. The anatomy was reported as "a straight oesophagus", and not tortuous. The retention suture was reported to have broken during the attempted repositioning. The physician placed the second stent because of the incorrect placement of the wallflex stent. The patient was discharged from the hospital and no further problems were reported.